Manufacturer narrative:
Ge healthcare investigated the returned device and confirmed the reported complaint. The root cause was determined to be a fault with the missing circlip, which allowed to pivot pain to come out of position. The parts were replaced and the vaporizer went operational within specifications.

Event description:
Customer reported the vaporizer's interlock system was not operating. There was no report of patient involvement.